Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the prestige grasper. During a laparoscopic nissen fundoplication procedure, the surgeon noted that the instrument was not grasping correctly. This malfunction did not cause a surgical delay or patient harm; no additional intervention was mentioned. Further information was not provided.

Manufacturer narrative:
Manufacturer evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual examination revealed that the device showed no visible issues. A mechanical evaluation revealed that the device could open and close without issue. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident was not able to determined due to the condition of the returned device. No device issues were identified with the returned device.